Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the external pulse generator (epg) displayed a self-test error message. Technical services explained the error message and recommended that the battery be removed to reset the epg and to turn on the epg again. The error message could not be duplicated. The epg was restored to service and remains in use. No patient involvement was indicated as a result of this event.